Event description:
It was reported that the pump battery will not charge. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer used another wall outlet and pump began charging successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.